Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19878. It was reported the patient experiences positional stimulation due to possible lead migration. The physician explanted the leads and implanted a paddle lead. The patient reported effective stimulation. The explanted leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.